Event description:
Review of available programming history indicates that high impedance was observed for patient's device. A system diagnostic was then performed that showed in high impedance. Further follow up indicates that the patient passed away. The death is reported in MFR. Report #1644487-2018-01511.